Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported "during the operation, a battery failure was discovered and it was unable to store electricity". To continue therapy, the iab pump console was plugged into the wall. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "during the operation, a battery failure was discovered and it was unable to store electricity". To continue therapy, the iab pump console was plugged into the wall. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn(B)(4). The reported complaint of "unable to store electricity" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.